Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
It was reported that a patient who was previously implanted with another manufacture's devices received a right total knee arthroplasty on an unknown date. The patient is now being revised due to aseptic loosening. There was no infection at the time of this current revision procedure. This is one of nine products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00673, 1038671-2017-00674, 1038671-2017-00675, 1038671-2017-00676, 1038671-2017-00678, 1038671-2017-00679, 1038671-2017-00680 and 1038671-2017-00681.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to infection.